Manufacturer narrative:
The device ro10007 has been inspected for investigation purpose. The test confirmed that we have to change the laser connector. The defective part was replaced during intervention.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the optical distance sensor was non-functional. There was no patient involvement reported.